Event description:
It was reported that the staff experienced a break or separation of the 6-inch arterial tubing with stopcock during a case in the or. The separation or break occurred just below the luer connector and neck down at the intra-aortic balloon (iab) central lumen connection point. The staff reported that when removing the drapes after surgery was concluded, they found the arterial tubing on the floor under the table. It was still connected to the transducer and flush system but not the iab. When the staff examined the end of the iab, the plastic luer piece was still on the stainless-steel end of the iab. The staff removed the plastic piece with hemostats and capped the central lumen. The iab was removed the next day. There were no patient complications.

Manufacturer narrative:
Qn# (B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint for "separation of the 6-inch arterial tubing" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the staff experienced a break or separation of the 6-inch arterial tubing with stopcock during a case in the operating room. The separation or break occurred just below the luer connector and neck down at the intra-aortic balloon (iab) central lumen connection point. The staff reported that when removing the drapes after surgery was concluded, they found the arterial tubing on the floor under the table. It was still connected to the transducer and flush system but not the iab. When the staff examined the end of the iab, the plastic luer piece was still on the stainless-steel end of the iab. The staff removed the plastic piece with hemostats, and capped the central lumen. The iab was removed the next day. There were no patient complications.